Event description:
The complaint states that inaccurate readings were reported. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to dexcom by tandem customer technical support that the patient who used both a dexcom cgm and a tandem insulin pump experienced inaccurate cgm values on (B)(6) 2022 and on (B)(6) 2022. The allegation stated, ¿this ultimately caused for a high bg as patient was unaware of increasing bg levels, and led to death of patient.¿. The patient¿s family specifically requested that they not be contacted to provide further information to either tandem or dexcom. A specific timeline of events was not provided, and no details are available regarding when the inaccuracy started on (B)(6) 2022 and when on (B)(6) 2022 the bg values reached a critical level. No additional patient or event information is available. This MDR is for the inaccuracy reported to have occurred on 3/11/22, and patient death is documented under MDR #3004753838-2022-086812, cmpl-(B)(4). Based on the limited information available, dexcom is unable to confirm if the reported allegation of inaccurate cgm on (B)(6) 2022 caused or contributed to the patient death on (B)(6) 2022."

Manufacturer narrative:
(B)(4).